Manufacturer narrative:
H11: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A review of the photo did not show visual evidence of the reported problem. Without the actual sample returned for evaluation there is not enough information in the photo to duplicate the event or determine if the product failed or met specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the female connector of the minicap transfer set and the patient line of a homechoice cassette; further described as "when trying to disconnect the patient from the miniset, the blue twister was not coming off". This occurred during use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.